Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after routine follow up, coordinator was informed patient has had issues with right ventricular (rv) dysfunction post-implant. Site states there are no issues with pump itself. The team has attempted to wean inotropes (epi and milrinone), but has been unsuccessful. Each time they attempt to wean one of the two, the device flows decrease and pulsatility of the waveform dampens. As of today, the milrinone has been stopped and the patient was transitioned to enalapril. She remains on epi at this time. On (B)(6) 2017 trans esophageal echocardiogram (tee) showed moderate rv dysfunction while on epi and milrinone support. Tee was not done while the patient was off of inotropic support. (B)(6) 2018 log files showed device parameters with normal limits (wnl), but after speaking with the site today regarding the waveforms on (B)(6) 2017 found out the patient is having issues with rv failure. Log files also revealed a double power disconnect on (B)(6) 2017. No further patient complications have been reported as a result of this event.